Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had low lead impedance with vns systems diagnostics testing at an office visit on (B)(6) 2013. Normal mode testing was within normal limits. The patient was not feeling vns stimulation and was also experiencing increased depression below pre-vns baseline levels for the previous 4 months. The patient was seen in the office about one year previously, and at that time diagnostics were all within normal limits. The dcdc code at the previous visit was a 2 for systems, and it was currently a 0. Due to the significant drop in dcdc code and the adverse events of not feeling stimulation and increased depression, a short circuit of the lead is suspected. Reporter attributes the increased depression and not feeling stimulation to a "likely lead fracture". The patient had no trauma and does not manipulate the vns. No x-rays have been performed. Surgery to replace the lead and possibly the generator is tentatively scheduled for (B)(6) 2013.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed (B)(6) 2013, but it is not clear of the vns lead was also replaced.attempts for additional information and return of the explanted devices are in progress.

Event description:
Reporter indicated the vns generator and lead were replaced at the (B)(6) 2013 surgery. The explanted devices were discarded by the hospital.